Event description:
It was reported that the user received urgent low glucose alerts for approximately 30 minutes, performed a fingerstick reading of 81 mg/dl while the cgm indicated lower values, calibrated the pump and dexcom g6, and used glucose tablets, after which glucose returned to range. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting and user education, including guidance that entered blood glucose may take several minutes to display and to continue monitoring. Investigation of this case revealed hypoglycemia with cause unclear and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking the event to device performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.